Manufacturer narrative:
Investigation results: received 11 unsealed q-syte from finished lot 2182901 for the investigation of this complaint. A gross visual inspection shows that none of the units have a physical defect. Per the customer¿s verbatim, they experienced clogging when using the device and there sent the units for investigation. The units are tested for flow. Flow rate is considered acceptable if greater than 1 l/hr per pps-131-13g. All units were found to be within specification. None of the q-syte units were found to have a slow or occluded flow rate indicating potential clog. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. This complaint type will continue to be trended within the post market surveillance process and any determined escalation will be managed there. Investigation conclusion(s): the defect of flow issue/blockage was not confirmed. Probable root cause conclusion(s): a root cause cannot be determined without a confirmed defect.

Event description:
No additional information.

Event description:
It was reported that bd q-syte closed luer access device is clogged/does not allow fluids to flow. The following information was provided by the initial reporter, translated from chinese to english: clogging was noted when using the connecting infuser 10 nov 2023. At present, the 18g b. Braun ingh-general health and some of our qingma 20g straight models used in this department do not run the liquid after connecting the q-syte connector and then connecting the infusion set (or q-syte connecting to the b. Braun with extension tube tee and then connecting the infusion set). Sometimes it is possible to unblock the liquid after connecting the q-syte with the syringe several times, but sometimes even this method cannot be used, which brings great inconvenience to the work.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.